Event description:
On (B)(6) 2022, the following information was provided to kci by the patient: the patient developed a wound infection requiring hospitalization and antibiotic therapy with the possibility of losing her leg allegedly due to a delay in the delivery of the activ.a.c.¿ therapy system. The patient was in a nursing home and was allegedly sent home with the v.a.c.® dressing in place for four days pending delivery of the activ.a.c.¿ therapy system. On (B)(6) 2022, the following information was provided to kci by the home health nurse: on (B)(6) 2022, the nurse applied the activ.a.c.¿ therapy system to the patient. On (B)(6) 2022, the nurse allegedly observed pus in the patient's wound. On (B)(6) 2022, the patient presented to the emergency room and underwent an incision and drainage on (B)(6) 2022. The nurse confirmed an alternate dressing was applied to the patient when the patient was pending receipt of the device. The patient was not prescribed oral or intravenous antibiotic therapy as the patient reported antibiotic beads were placed in the wound. The patient is reportedly still in the hospital pending culture results and it could not be determined if the event was related to the activ.a.c.¿ therapy system. No additional information was provided. Kci record review noted the following: on (B)(6) 2022, the physician observed the patient and noted under reason for visit - abscess. On (B)(6) 2022, the home care nurse manager documented the activ.a.c.¿ therapy system was placed on hold on (B)(6) 2022 and was resumed on (B)(6) 2022. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization and infection are related to the activ.a.c.¿ therapy system. The patient experienced an abscess prior to v.a.c.® therapy. A device evaluation is pending return of the device. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization and infection are related to the activ.a.c.¿ therapy system. The patient experienced an abscess prior to v.a.c.® therapy. The device passed quality control checks and met specifications before and after placement with the patient.

Event description:
On 31-aug-2022, a device evaluation was completed by kci quality engineering. On 15-mar-2022, the device was tested per quality control procedure by kci service center, and the device passed and met specifications. On 16-mar-2022, the device was placed with the patient. On 30-aug-2022, the device was tested per quality control procedure by kci quality engineering and the device passed and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.